Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis has caused or contributed to patient injury previously. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated 1st diagonal and mid lad with two xience v stents. In 2009, the patient experienced angina. The physician discontinued the patient's metoprolol and prescribed bystolic. The condition was reported as continuing unchanged. At about 2 months later, the patient experienced angina and was hospitalized. A functional stress test was positive. Angiography results reported 80% in-stent restenosis within the mid lad and 20% in-stent restenosis within the 1st diagonal. The mid lad was treated with implantation of a competitor's des stent. There was no treatment performed on the 1st diagonal. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Angina and restenosis, as listed in the instructions for use are known adverse events associated with coronary stenting. Also, angina, EKG changes, restenosis, and hospitalization are listed in risk assessment as no-fault post-procedure complications. A conclusive root cause for the reported patient issues and the relationship to the devices, if any, cannot be determined. The second xience v rx is being filed under another MFR number.